Event description:
Arthroscopic bankhart repair in progress on pt's left shoulder. Linvatec suture hook, 45 degree, in use. Tip of hook noticed to be missing. Suture hook tip located as retained within pt's shoulder. Suture hook tip was retrieved and removed intact. Surgery progressed without further incident.